Event description:
The right ventricular (rv) lead, ra lead and lv lead all displayed high impedance, high thresholds and no capture. It was suspected that the leads were fractured. All three leads were explanted. A new rv lead was implanted and the ra and lv ports were plugged on the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: c2tr01 ipg implanted: 2014 (B)(6). (B)(4).